Manufacturer narrative:
The astral device was returned to resmed. Review of the device logs confirmed multiple occurrences of battery inoperable alarms. However, the reported complaint could not be duplicated. The battery was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: case (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message. There was no harm or serious injury reported as a result of this incident.